Manufacturer narrative:
Continuation of concomitant products: product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the implant not charging past 70% was that she was turning the programmer too much. The patient reported that the issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that no longer how long she kept the controller on to recharger her ins, it never went past 70%. The patient reported that the controller was at 100% when she started this morning and her batteries were now showing at 40% for her body and at 50% for the controller. The patient reported that sometimes it said finished but it was only on 30%. The patient noted when she recharged she kept the screen lit up, she kept waking it up. The patient plugged the controller into the ac power adaptor to charge it up, but it didn¿t progress past 50%. It was reviewed if she let it go dark the controller would become charged faster. The patient disconnected from the ac power supply and plugged in the recharger and was successful to get her ins battery to charge from 40-50% however the controller dropped from 50% to 40%. It was reviewed this was expected. It was recommended charging the controller again and trying again to recharge the implant. During the call, things seemed to be functioning as expected. No further complications were reported.